Manufacturer narrative:
The complaint device is not available for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed that the product code and lot number are not available.

Event description:
It was reported via email that a nurse lifted instrumentation from silver box to place on trolley, felt a stabbing pain in the palm of his left hand. An instrument had slipped out of its tray and his hand pressed onto it as he lifted the tray. He felt a nerve shock up his fourth finger. The wound resulted in some bleeding. (B)(6) went to the minor injuries unit at (B)(6) hospital for assessment. The hospital didn't think there was major nerve damage though his finger felt numb. They advised a tetanus injection which he accepted. The following day, the customer feels fine, but bruised and sore. He stated when he examined the instruments in the tray, they did not feel secure in their place holders which is why they might have slipped out of the tray.